Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4) - incomplete. The expiration date is not currently available.

Event description:
Event: radiofrequency failure. We do not know if the fault occurred on the console, pedal or tip. We were informed by the surgical assistant that there was a touch of the radiofrequency tip on the optics metal and, as indicated by the IFU of the product (page 11), this touch damages the tip. In addition, the tip was discarded in the hospital. This complaint refers to complaint of the patient ((B)(6)). The vapr (console): model: vapr 3 (old model), ref: 225021, (B)(4). Pedal: ref: 225023, lot: 1205033. Radio frequency tip: model: s90 success eletrodo with hand piece, ref: 225370, lot: u1710210. Our logistics department performed the possible tests in the local stock point and the equipment (console) + pedal do not present any anomaly in the operation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).